Manufacturer narrative:
The implantable neurostimulator (ins) and wrench were received in an unopened inner sterile tray and an opened outer sterile tray. There is a breach in the tyvek lid of the inner tray from the tip of the torque wrench pushing against it. The tip of the torque wrench did not breach the lid of the outer tray. The ins itself was not analyzed as opening the package would destroy the evidence of the original packaging complaint. The main component of the system and other applicable components are: product ID neu_wrench_acc, product type: accessory.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that the torque wrench had punctured through the seal and the ins was never implanted in the patient. There were no complications with the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: neu_wrench_acc, product type: accessory.

Event description:
The representative stated that during the case on the day of this call the torque wrench was poking through the package and the physician did not feel comfortable using this device. Another 3058 was used instead. There was no symptom reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.